Manufacturer narrative:
The medical assessment concluded the information does not reasonably suggest that the meter caused or contributed to the described medical event because the patient has a medical history of a previous bleed in early 2019 in the left hip and the meter result on (B)(6) 2021 of 4.4 inr was above the patient's therapeutic range of 2.5-3.5 inr, indicated a higher risk of bleeding with potential for an ischemic attack. The customer's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.7 inr, qc 2: 5.7 inr, qc 3: 5.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient.

Event description:
It was reported that a patient had a transient ischemic attack (tia) while using the coaguchek xs meter serial number (B)(4). The patient had tested her inr and the result was 4.4 inr. There was no laboratory inr test run within the week of the event. The patient had clouded up several times and felt pressure in her chest so the patient called their doctor. The symptoms were described to the doctor over the phone and based on the description of symptoms, the doctor advised the patient had a tia. No further evaluation or diagnostic tests were performed. The patient was advised to hold warfarin on the day of the event and to resume normal 2mg the next day. On the other recent nights when inr was high, the patient held warfarin one night, then resumed the dose the following day. The patient's therapeutic inr range is 2.5 - 3.5 inr and tests weekly. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The customer's meter was provided for investigation where it was tested using retention strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.5 inr. Qc 2: 5.5 inr. Qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.